Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain and vomiting. The patient was hospitalized on the same day as diagnosis and then discharged after seven days. The patient was treated with vancomycin injection (1 gm, stat, intraperitoneal) and meropenem injection (1 gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient recovered from cloudy pd effluent, abdominal pain and vomiting on an unknown date and was recovering from peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique on the next day as event onset. No additional information is available.

Manufacturer narrative:
Additional information: b5. B5: upon follow-up, it was reported that on an unknown date antibiotic treatment was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted